Event description:
The initial reporter received questionable elecsys vitamin d total gen. 2 assay results for three patient samples with a cobas (B)(4) module. The reporter stated they were having qc issues, all controls were100 ng/ml. They changed the reagent pack and procell which solved the qc issue. They proceeded with patient testing and found the following discrepancies. Patient 1 on (B)(6) 2021, the initial result was 100 ng/ml. On (B)(6) 2021, the repeated result was 23 ng/ml. Patient 2 on (B)(6) 2021, the initial result was 100 ng/ml. On (B)(6) 2021, the repeated result was 34 ng/ml. Patient 3 on (B)(6) 2021, the initial result was 100 ng/ml. On (B)(6) 2021, the repeated result was 14 ng/ml. The questionable results were not reported outside of the laboratory. The reagent lot number was 568206 with an expiration date of (B)(6) 2022.

Manufacturer narrative:
The investigation is ongoing. Other text: na.

Manufacturer narrative:
The customer did not provide any further information nor reported any further issues. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.